Manufacturer narrative:
User reported issue was confirmed. Device was found to have flow rate accuracy beyond ±5% specification. The device was repaired and retested to meet all the specifications. (B)(4).

Event description:
The user reported that the device had a flow rate outside of specification. No patient was involved in this case.